Manufacturer narrative:
Fourteen unopened knife samples were received in blisters for the report of the knife does not puncture or cut. Per the quality engineer, a sample plan of 13 random knives were selected for visual and functional inspection. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The returned, unopened samples were found to be visually and functionally conforming therefore, a failure to puncture or cut as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown thus, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room supervisor reported that a knife did not puncture or cut during cataract surgeries. An alternate knife was obtained in order to complete the procedures. Additional information received clarified that there was no impact to any patient.